Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the sti mulator turns off on its own all the time especially when pt charge. Sometimes it is easy to turn back on but right now the controller is not showing how to turn stim back on. Patient woke up today in pain. Patient was not sure when the issue started. Pt just wake s up in pain and sees it was off. It happened almost every time patient charged the implant even when implant is at 50%. Reviewed stim will go off it the charge is low. Pt said it happens when they go to charge and the implant is at 40%. Patient had to work 12 hour shifts and when patient came home they had to sleep. Patient wanted to make sure the implant still charged. Asked when the issue started. Pt said they did not know. It had been off and on. Asked if pt accidentally pressed ins on/off button. Pt said they always use that button to start the controller. On the call had patient had pt use the controller. Asked to check if stim was on. Pt said it did not say that. Pt then confirmed the group was highlighted. Reviewed that means stim was on. Pt reported they did not feel stim. Suggested to increase stim. Patient increased stim to 5. 2 and could feel it. Pt said they were usually at 3.5. Pt asked why they did not feel it. Pt had 4 programs. Reviewed to increase in each program. Suggested to follow up with healthcare provider if issue persists. Pt mentioned hcp was far away and when pt is in a lot of pain when the device is not working it was hard to drive for a long time to see hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.